Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump kept alarming unexpected restart and external ram crc error during the middle of the night. Customer's blood glucose was 417 mg/dl. Troubleshooting was performed and customer's mother was advised the customer may continue to use the device until a replacement device arrived. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed during a21 error test due to broken solder joint on the interface board. No a17 alarms noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.